Event description:
It was reported that decrease in sensing and increase in threshold were observed after implant. However, both values were in rang. Micro dislodgement was suspected. The lead was repositioned and the sensing and threshold values returned to normal.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.